Event description:
It was reported that a revision surgery was performed due to the catastrophic failure of a ceramic liner. No delay or additional injuries reported. No back up device specified.

Manufacturer narrative:
The associated complaint device was not returned. The medical investigation concluded that no clinical supporting documents were provided to conduct a thorough assessment of the reported issue. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.